Event description:
On 3/31/97 thirty minutes into a plateletpheresis procedure when 1,000 ml of whole blood had been processed, the donor complained of shortness of breath, stiffness and drawing-in of the muscles. The procedure was discontinued and tums (calcium source) given to the donor. The donor fully recuperated and was released in good condition. The nurse stated that during the procedure they had checked the pump handle and it was closed and that when they were taking the kit down from the machine they verified that the pump tubing was correctly placed on the pump roller. The acd bag was visually inspected and it showed that 500 ml of acd had been used in 30 minutes, the whole blood to acd ratio was 11:1. The machine was placed out of service and co field service called to inspect the machine.